Event description:
It was reported that the patients' nerves have never responded to the stimulator. The patient underwent a system explant procedure. The explanted devices will not be returned, as they were discarded by the medical facility.

Event description:
It was reported that the patients nerves have never responded to the stimulator. The patient underwent a system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial/batch : (B)(6).

Event description:
It was reported that the patients nerves have never responded to the stimulator. The patient underwent a system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility. Additional information was received that the patient experienced severe pain and overstimulation from the spinal cord stimulator (scs) device.